Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate. The surgeon successfully registered with pointmerge but estimated being 5mm inaccurate when touching the fiducials, surface anatomy, and inside the mastoid cavity. The site then brought in a second navigation system and re-registered the patient with pointmerge. The surgeon still deemed being 5mm inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative performed a navigation system check-out, all areas passed. No further issues have been reported.